Event description:
Patient was received in coronary care unit following cardiac catheterization at 5:20 p.m. On 6/19/91. The intra-aortic balloon pump was in place automatic mode at a rate of 1:30. The balloon pump screen blinked on and off when slade cable was attached. This continued for thirty minutes at which time pump stopped working. Pump was manually inflated until a second pump was obtained. During manual inflation, patient became hypotensive and was resuscitated with defibrillation three times returning paced rhythm and stable blood pressure. Balloon pump was removed and returned to manufacturer for repair. Other equipment in use at the same time, ventilator, infusion pumps, temporary pacemaker, hemodynamic monitor, cardiac monitordevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, none or unknown. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, device failure directly caused event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.